Manufacturer narrative:
(B)(4).6 additional information: which firing of the device did this event occur on? 1st. What vessel or structure was the device fired on at the time of the event? Unskeletonized artery near stomach. Was the clip fully advanced into the jaws prior to firing? No - the tech did not pre-load the jaws. The doctor fired w/o preloading before I could tell him it wasn't loaded. He immediately tried a second & third clip which also failed to form. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? In. What were the indications for surgery? Morbid obesity what was found? N/a. Does the patient have any relevant history of surgical treatments? No if so, what? Did somebody other than the primary surgeon fire the instrument? The primary surgeon fired 3 times, his partner fired twice. If so, whom? His partner. The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric sleeve procedure, during the initial attempt to fire on an unskeletonized artery near the stomach, the clips deployed without closing. Three clips were fired after the first unsuccessful firing and all three failed to form. The issue was noted immediately and no adverse patient consequences were observed or reported. Case completed with another device of the same product code.